Event description:
It was reported that the impedance on the ventricular lead was low which triggered a lead warning. During the replacement procedure it was noted that the insulation on the atrial lead was worn off near the device. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sedr01 implantable pulse generator (B)(6) 2008 4024-58 implantable pacing lead (B)(6) 1998. (B)(4).